Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up that could delay or prevent defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue and reported a visual led indicator being on. Stryker replaced the device's display to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was isolated to a faulty display assembly.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up that could delay or prevent defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.